Event description:
It was reported that there was a motor stall and the patient had a change in therapeutic effect. There was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The records show a stall occurred on (B)(6) 2012 at 13:52 and pump period may exceed tube set on (B)(6) 2012 at 13:52. Reporter stated that the patient reported hearing the critical alarm or a "buzzing sensation". The patient did have an MRI on (B)(6) 2012, however the stall occurred prior to that. The reporter stated that the patient had a change of therapeutic effect and symptom control issues that went back three months, and as a result had been taking more oral medications. The MRI that was done on (B)(6) 2012 showed pocket of fluid in the left para-spinal muscle, which was thought could reflect a catheter issue. A dye study was performed and found that the catheter had migrated to the subcutaneous tissue and was no longer in the intrathecal space. The motor also never recovered, therefore the pump system was replaced on (B)(6) 2012. The drug in the pump was sufentanil. Additional information had been requested, however was not yet available at the time of report.

Event description:
It was reported a catheter revision was completed. The patient received a new catheter on (B)(6) 2012. The patient was doing "great" and "happy so far with the results". The pump was delivering prialt.

Manufacturer narrative:
Analysis of the pump (B)(4) found a pump motor gear train anomaly involving corrosion.

Manufacturer narrative:
Product ID 8703, lot# j94142204, implanted: (B)(6) 1994, product type catheter. Product ID 8578, lot# n083966, implanted: (B)(6) 2007, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).